Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2013-08247, 2134265-2013-08249 it was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the tortuous and highly calcified right coronary artery (rca). The 2.5x28mm, 2.25x16mm and a 2.5x20mm omega stents were advanced. Due to the severe tortuosity and calcification led to wrinkling and severe disablement of the structure of three omega stents. A 2.5x16mm omega stent was able to cross the damaged stents and was deployed at 16 atm resulting in timi I-ii distal flow with a severe residual lesion in the med third. The distal lesion was inaccessible despite repetitive attempts with catheters, balloons and guide wires. The procedure was completed with partial success. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded. The stent was 9mm distal of the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent struts on the proximal end of the stent were bunched-up and over-lapping. The first and second rows of stent struts on the distal end of the stent were stretched. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-08247, 2134265-2013-08249. It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the tortuous and highly calcified right coronary artery (rca). The 2.5x28mm, 2.25x16mm and a 2.5x20mm omega stents were advanced. Due to the severe tortuosity and calcification led to wrinkling and severe disablement of the structure of three omega stents. A 2.5x16mm omega stent was able to cross the damaged stents and was deployed at 16 atm resulting in timi I-ii distal flow with a severe residual lesion in the med third. The distal lesion was inaccessible despite repetitive attempts with catheters, balloons and guide wires. The procedure was completed with partial success. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.